Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The equipment shown no abnormality in its operation and the display worked normally. Opening on the screen display and an internal cleaning done to remove possible bad contact. The equipment was in operation for 2 hours and showed no defect. The equipment was released for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during testing, the cs100 intra-aortic balloon pump (iabp) customers biomed reported that the unit presented a failure of the data screen dropped during use and requested an inspection. There was no patient involvement.